Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: one handpiece was received for evaluation. Serial number (B)(4). Condition of device is noted as use. Manufacturing year of device is 2007. The last reported repair at b.braun medical ltd was on 11/19/2014. Visual examination of the handpiece was completed; the butt on the tip can not be identified. A third-party reamer was also returned. The upper portion of the reamer displays scratches and discoloration, as well as adherence of residue from the ball bearings in the tip. The device was dismantled and it was found that the inner ball bearings appear slightly corroded and contaminated and display some abrasions. The received spray nozzle (item number gd460r) is in used condition and is deformed (out of shape and slightly squeezed). The function of the nozzle is strained; however, the damage of this product has no influence on the handpiece. Review of the complaint database indicates that their handpiece has a documented complaint from 2013; investigation at that time showed that the failure was very similar to this one, including root cause. The third party reamer is too long for the gd450m and it protrudes from the working end of the handpiece. During usage, leverage effect arose and the tool was pressed against the tip of the handpiece. The friction between the tool and the tip of the handpiece produced heating, which caused damage to the reamer, tip of the handpiece and the breakage of the ball bearing of the tip. The results of the investigation indicate the failure is user related. Corrective/preventive action: not applicable.

Event description:
Country of complaint: (B)(6). Patient suffered a mucosal burn. Component in use: gd460r / spray nozzle for gd450r/gd455r/gd465.